Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the hcp¿s had worked with doctors that had other patients with flipped pumps and it was noted this had been reported. Further information was not provided. Additional information was received from a healthcare provider (hcp) on 2020-jan-27 indicated they did not have patient or device information on the other patients with flipped pumps. No further complications were reported/anticipated or expected.